Event description:
Customer reported a delivery issue involving a replacement adc blood glucose meter. Customer further reported that on (B)(6) 2013 he experienced unspecified symptoms of low blood sugar, but could not perform a test due to the delivery issue and subsequently lost consciousness. Paramedics were called and treated the customer with "sugar water". It is unknown the route of administration of the "sugar water" as the customer declined to continue troubleshooting. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The complaint involved a delivery issue; hence no product investigation will be undertaken. The serial number of the replacement meter is unknown; hence the date of manufacture is unknown. The device manufacture date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.